Event description:
It was reported that the patient underwent wound debridement on (B)(6) 2015 and suture was used. Following the procedure, the patient developed sinus and culture was performed for the fluid discharge. Culture was negative with no bacteria growth. The patient was administered antibiotics, b complex and analgesics. It was reported that the patient¿s wound healed after removal of the suture and micropore was used.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: (B)(4).